Event description:
When surgeon first started use of drill, the exhaust hose suddenly ruptured near the end of the sound tube. Pieces of the hose broke off and fell to floor of the or. A second motor was used to complete the procedure. There were no injuries or significant delays. Wall pressure set to 200psi. No kinks or twists in hose noted. Hose clamped in a sterile drape using a towel clamp. It is not known if this could have resulted in a restriction in the airflow. Sales rep will perform in-service training for or staff regarding proper operating pressure.